Event description:
Note: this MFR report pertains the first of two events during the same procedure. Refer to associated MFR report # 3005099803-2008-3401 for a description of the other event. It was reported to boston scientific corporation in 2008 that a c.r.e. Balloon dilatation catheter was used during a esophagogastroduodenoscopy (egd) procedure performed two days prior (male patient, age and weight are unknown). According to the complainant, during the procedure, the balloon did not properly deflate. The physician was able to remove the balloon. The physician completed the case with another c.r.e balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok."

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. Product unavailable for analysis.